Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a problem with the btt (blunt tip trocar) of the vasoview 7 xb evh system short port. The reporter stated, "the black valve kept popping out and would not stay in place." The event date and lot number are unk. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review was not performed, as the lot number is reportedly unk. A supplemental report will be submitted if additional information is obtained. (B)(4).